Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the post implant sensing tests were irregular. Specifically, it was indicated that the p waves are visible on the egm but the pm does not detect them even with sensing set to 0,1mv in bipolar. It was also indicated that the lead impedance was high (>3000ohms) and there was no pacing. A re-intervention was performed on (B)(6) 2016 and the leads had not dislodged and psa measurements were normal. Following re-connection of the leads with the subject device, testing data was in accordance with that measured by the psa. The physician decided to subsequently implant another pacemaker, in case of doubt.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The physician reported that the post implant sensing tests were irregular. Specifically, it was indicated that the p waves are visible on the egm but the pm does not detect them even with sensing set to 0,1mv in bipolar. It was also indicated that the lead impedance was high (>3000ohms) and there was no pacing. A re-intervention was performed on (B)(6) 2016 and the leads had not dislodged and psa measurements were normal. Following re-connection of the leads with the subject device, testing data was in accordance with that measured by the psa. The physician decided to subsequently implant another pacemaker, in case of doubt.